Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds which led to loss of capture. A revision procedure was scheduled. During the revision, the lead was observed to have perforated the heart wall. The pericardial space was drained and the lead was repositioned successfully. At this time, the lead remains in service. The patient is not dependent. No additional adverse patient effects were reported.